Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, loosening, instability, and metallic debris. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. No part/lot information was provided. Records indicate that the femoral stem was grossly loose. At the revision, during broaching, there was a crack in the proximal femur noted. Records are available for further review. Dor: (B)(4) 2011.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The part and lot code combination was not provided for the unknown depuy srom sleeve. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.